Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room on (B)(6) 2021 due to high blood glucose and insulin pump under delivering insulin. The customer¿s blood glucose was unknown at the time of event. The customer treated high blood glucose with manual injection and insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was reported that the auto mode was active at the time of incident. Based on customer report customer does allege pump was under delivering because customer bolused insulin but blood glucose went high. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.